Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a distal humeral fracture surgery was executed. During the operation, the reported variable angle (va) locking screw was not locked and passed through the hole of the second row on the radial side of the reported plate. Then, the surgeon removed the screw once. After the surgeon confirmed the screw and the hole by sight, he tried to lock it again with the same screw by changing the angle and tightening in reversed direction in the tunable mode of the drill. However, it was not locked again so that the screw was removed. As a result, the surgery was finished without using the hole on the second row of the plate. There was five (5) minutes delay in the surgery. No patient harm was reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device has not been reported as explanted. Manufacturing site: (B)(4). Manufacturing date: 24november2014. Expiry date: 01november2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.